Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, low sensing was noted on the right atrial (ra) lead. The ra lead was successfully capped and replaced, however low sensing was observed on the new ra lead. The physician alleges the low sensing was caused by a patient condition. The patient was stable following the procedure with no adverse consequences. Related manufacturer reference number:(B)(4) .